Manufacturer narrative:
Voluntary medwatch form #: mw5067519. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set tubing broke at the filter. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00656.

Event description:
It was further reported that the cadd® administration set tubing broke at the filter immediately upon use. There was no patient or clinician injury associated with the reported occurrence. No medical intervention was required.